Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false negative result for quickvue sars otc. Consumer tested again and got the same result. Consumer reported having no symptoms for the initial test, but reported a sore throat at time the second test was taken. The consumer communicated the result was confirmed positive by molecular (pcr testing). Additional mdrs to be filed for each event.